Event description:
Patient was hooked up to holter monitor and checked to ensure it was working appropriately at time of connection to patient. Upon returning monitor, it was noted that the monitor only recorded a few minutes of data. Monitor was sent back to phillips.